Event description:
Baxter clinical educator reported complaint received from a dialysis center. Complaint was made that some of the transfer sets had come off. They do not screw down all the way. No report of patient injury or the need for medical intervention was reported. Facility has not responded to inquiries requesting information on this issue.